Manufacturer narrative:
Pump received with no button response at escape, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Pump received with broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose value was unknown. Troubleshooting was performed. Customer stated that the insulin pump had a crack on the threading of the ump on the battery compartment that did not allow the cap to stay locked in. The device will be returned for analysis.